Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. No issues were reported regarding patient status. No more information available at the moment, further information was requested. It was further reported that there were no adverse events reported. No more information available at the moment. Should additional information become available, it will be provided.